Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly. H6: conclusion code applies to the ins and conclusion code applies to the desktop charger. Method code applies to the desktop charger. Results code applies to the desktop charger.

Event description:
The consumer reported that they noticed that their connector pin was stuck in the implantable neurostimulator recharger (insr) and was broken. The insr was not charging. The patient normally charged every week on saturday night but the past week their charge depleted on wednesday. It was later reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. There was an appointment date of (B)(6) 2015. Relevant medical history includes radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.